Manufacturer narrative:
Batch review performed on 09 april 2022. Lot 113749: (B)(4) items manufactured and released on 17-jan-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event on the same lot since 2018. Clinical evaluation performed by medical affairs department. At 6 years after revision tka, the femoral component mobilizes and needs replacement. The bone of this patient looks rather weak, the cortices are thin and the bone density in the metaphyseal distal femour appears to be low; this may due to the age of the lady patient. We see no reason to suspect a faulty device at the origin of this problem.

Event description:
At 5 years 8 months after the primary, revision surgery following the loosening of the femoral component. The surgeon revised successfully the femoral component and the inlay.